Event description:
No other information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection the reported failure was confirmed: the balloon was leaking, there was a hole in the balloon and no other device malfunction was identified. According to the device's instructions for use (IFU), the balloon is fragile and can easily tear if it comes into contact with sharp objects or is handled improperly. No adverse patient outcome, including death, infection, or injury was reported. A definitive root cause could not be identified. Based on the results of the investigation and the condition of the balloon, the most likely cause of the leakage is user handling, suggesting possible user error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes.

Event description:
It was reported that the water balloon was found to be leaking upon installation. This caused a 30-minute delay or greater during a diagnostic endoscopic ultrasound. There were no reports of further patient harm.